Event description:
Customer alleged the axle sheared off, which allegedly caused the wheel to fall off. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model fdx-mcg - (B)(4) is approximately 1 year and 9 months old. The user manual part number 1163181 rev b (jul-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has fibromyalgia and is ambulatory enough to stand and get out of the chair. She is also on oxygen. She is on unknown medications that have the potential to contribute to awkward gait and instability. The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer has picked up the power wheel chair and the consumer is using a manual wheelchair in the meantime until repairs are made.